Event description:
The pt posted in an internet blog on (B)(6) 2010 that following approximately four weeks of contact lens wear, he experienced red, painful, burning eyes that caused him to seek medical attention. The pt stated that he was being treated with vigamox eye drops four times per day in both eyes for infections. The internet blog posting was read by the device MFR on (B)(4) 2010. This event was identified from an internet blog. No contact info was provided, therefore no further f/u can be performed.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant info from that review, a f/u medwatch will be filed. (B)(4).